Event description:
It was reported that (1) device was used during a video assisted thoracic surgery lung resection. It was reported by the affiliate that the er220 clips malformed. Awaiting clarified info from affiliate as checklist was incomplete. 7/30/1999 message from affiliate. There was a malformation of the clip. The clip tore the vessel and so bleeding was out of control. However, it fired the clip with normal clip closure outside the pt. The surgeon has lost confidence in the er220 and looking for a substitution (clip is returned for analysis).